Manufacturer narrative:
The report is being submitted to provide the initial report and investigation conclusion. The customer was unable to provide the required intake information, such as the kit's lot and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. Similar product to 190-000.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 during routine patient testing. Repeat testing was not performed. Confirmation pcr testing was performed on the same day on an unknown sample that generated a negative results (CT values not provided). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.